Event description:
(B)(4). Initial information received from a physician on (B)(6) 2009: the physician reported that a patient who received treatment with poly-l-lactic acid (sculptra, lot number and expiration date unknown) experienced delayed nodules greater that 1 year. Concomitant medications and medical history were not provided. No further relevant information reported.